Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative (rep) stating that there is no way for them to determine which system was in use at any one time. The rep was able to replicate the issue, and the site has come to a consistent resolution where they use two camera carts in the operating room (or), and only one main cart. They swap to the second camera cart when they get to the point where they need to navigate a different level. This appears to be working for them, and no further complaints have been lodged.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site swaps navigation systems in a procedure (one for the top portion of the surgical area, the other for the bottom portion), the imaging system needs to be rebooted before it will recognize the new stealth connection. The navigation connection option is not enabled on the imaging system. The navigation connection option on this system was disabled. In the past, they used to ping the navigation system from the mobile view station (mvs) to establish connectivity when they switched from one navigation system to another but this doesn¿t seem to work anymore. The only way to resolve the issue is by rebooting the image acquisition system (ias). There was less than an hour delay in the procedure. No impact on patient outcome.